Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per compliant (B)(4), a patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to correct awareness date in section.